Event description:
Upon additional review, it was determined that this event was also reported in manufacturer's reports #3004209178-2012-04783 and #30 04209178-2012-04785. Additional information regarding this event will be reported in this manufacturer's report. Additional information reported that the patient's implantable neurostimulator (ins) was replaced on 2012 (B)(6) and became infected. The ins was "removed, cleaned, and put back in" in (B)(6) 2012. A second infection occurred, and the entire implant was removed on 2012 (B)(6), as reported previously. The patient was hospitalized but suffered no injury. Because the ins was removed, the patient's symptoms returned, and he wanted to have another device implanted. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0205061v, product type lead; product ID 3387-40, lot # j0208359v, implanted: (B)(6) 2002, product type lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's left side implantable neurostimulator (ins) was explanted in (B)(6) 2012. The reason for the explant was unknown. Additional information was requested but was not available at the time of this report.